Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the implant 3mm bio-suturetak was broken at the base that is attached to the suture inside the shaft of the suture anchor, biocomposite suturetak ® 3 x 14.5 mm with #2 fiberwire. No damage was noted to the driver shaft blue suture. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive impaction during anchor insertion and/or prying/leveraging during use.

Event description:
On 11/6/2023, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf biocomposite suturetak anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-1934bcf biocomposite suturetak. This was discovered during an rcr procedure on (B)(6) 2023.